Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returning as location is unknown. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a starclose device was attempted in an unspecified vessel. Reportedly, when the plunger was being depressed the sheath started to move simultaneously when it wasn't supposed to. The method in which hemostasis was achieved was not specified. No additional information was provided.